Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error and main arm failed self-test error. The customer¿s blood glucose level was 7 mmol/liter at the time of the incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No critical pump error (open book image) alarm noted however, the insulin pump was received with a critical alarm this alarm is generated when a power failure is detected notification screen loop at boot up due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify pump error alarm due to critical alarm this alarm is generated when a power failure is detected alarm loop. Moisture damage was also found on the motor and force sensor during visual inspection.